Event description:
The xpose device was placed apically on the heart over newly infarcted tissue (within a week of infarct). The IFU contraindications state. "Do not engage the xpose device 3 over a coronary artery, newly infarcted or aneurysmal tissue." After the third distal, the suction was turned off, then the xpose cup was removed. The xpose had remained in one position during the distal. At that time, it was noted that there was a large apical tear in the left ventricle "lv". The surgeon tried to repair it with plaited sutures, but due to the nature of the myocardial tissue, the sutures pulled through the tissue and the lv was not able to be repaired. The surgeon stated the tear allowed direct visualization into the lv. The decision was made to go on bypass and finish the repair. The remainder of the procedural facts comes from the assistants in the room. The lv couldn't be repaired, the heart was never fully arrested and an attempt to place an lvad was the final step. During the placement and activation of the lvad, the pt's et tube was leaking pulsatile blood. The pt then expired on the table. The surgeon is not blaming the device for the outcome, only the tear in the lv. The suction regulators were clearly and correctly labeled xpose 250mmhg and stabilizer 400mmhg. The device suction was not altered at all during the case as stated by the scrub technician.